Event description:
IV tubing from pump cassette was detached. Pt began to bleed. Device was retained for investigation and biomed dept was notified. The medical safety device ad hoc committee met to renew the incident. Tubing from pt to pump remained attached, thus no pump alarm. The tubing is permanently attached at point of MFR and should not detach.